Event description:
New information received notes that the right atrial (ra) lead exhibited intermittent capture in the right ventricle.

Manufacturer narrative:
The reported events were lead dislodgement, far r oversensing, inappropriate capture threshold. A complete lead was returned in two pieces. The reported events of far r oversensing and inappropriate capture threshold were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix extended, stretched, bent, and clogged with blood/tissue. The helix mechanism/ extension length could not be performed due to the helix condition being stretched and bent as received.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted the right atrial (ra) lead exhibited far r-oversensing and inappropriate capture in the right ventricle. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.